Manufacturer narrative:
Visual assessment of the device confirmed its breakage. The proximal threads of the anchor have broken off. The anchor is not positioned on the inserter correctly. The anchor is slightly bent. The blue leg of suture has been cut and only a small length remains attached to the anchor. The blue/white suture is free from the inserter. Dimensional assessment is prohibitive due to the anchors condition. Anchor appears to have broken as a result of off axis insertion. Per the device IFU ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the site. Continue to rotate the anchor until the horizontal laser mark is flush with the bone surface¿. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the healicoil 4.5mm anchor broke during implantation. Anchor was broken during insertion of the anchor after awling the bone hole. There is no report of surgical delay or patient injury reported.